Event description:
High impedance was discovered on a patient's vns therapy system during an internal periodic programming history review. The high impedance presented after performing system diagnostics on version 1.5 software. System diagnostics were later performed on the same tablet with output currents set to 0ma and results were within normal limits. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No other relevant information has been received to date.